Manufacturer narrative:
Evaluation summary: a literature article describes a case of shunt touching to the iris, iop increase, and following laser incision. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a device touched and adhered to an iris and membrane-like tissue and was occluded following a glaucoma filtration device implant procedure. Intraocular pressure (iop) was 20 mmhg, and did not decrease despite performing eye massage. In order to release adhesion between the device and iris and deposition of membrane like tissue at the aqueous outflow outlet, laser was performed. The adhesion between the device and the iris released, and the membrane like tissue at the outlet of the aqueous humor disappeared and the iop decreased. The device remains implanted.

Manufacturer narrative:
This report was originally submitted under mfg report # 3003701944-2013-00112. This supplemental report is being submitted to cancel mfg report # 3003701944-2017-00149. (B)(4).